Event description:
The cardiologist's consultation noted the patient had "recent analysis of his ICD lead demonstrated exceedingly high impedance consistent with a lead fracture. His devices also reached early replacement indicator (eri) and he is seen for lead replacement and generator change/replacement."..."the patient's lead has been present for 14 years. The long leads are prone to fractures as they pass over multiple bony prominences. (The patient has an abdominal pocket.) The patient remains relatively active and vigorous in his physical activities, which might contribute to a lead fracture as well." The patient then underwent generator removal with implant of new ICD, and underwent laser lead removal of the dual coil defibrillator lead. The patient tolerated the procedure well. Please note: we do not see documentation of the exact date of the original lead implantation, except that it was 14 years ago.